Event description:
This supplemental report is being filled to include additional information that this device was explanted.

Manufacturer narrative:
This supplemental was filed to provide information regarding device explant.

Manufacturer narrative:
This supplemental was filed to provide information regarding device explant. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has had a history of inappropriate shocks due to oversensing of huge shifts in morphology. Recently, the patient has received an inappropriate shock due to poor sensing amplitudes with some muscle noise. No changes in programming have been reported at this time. No adverse events were reported. This supplemental report is being filled to include additional information that this device was explanted. The device was subsequently returned for analysis.

Event description:
It was reported that this patient has had a history of inappropriate shocks due to oversensing of huge shifts in morphology. Recently, the patient has received an inappropriate shock due to poor sensing amplitudes with some muscle noise. No changes in programming have been reported at this time and the patient is being monitored. No adverse events were reported.